Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). The patient experienced an overstimulation sensation from the implant and a burning sensation at the node on the spine. The burning sensation got more mild when stimulation was off. Despite turning the device off, the patient continued to feel pulses from the implant. The patient visited the emergency room due to these issues and was advised to leave the implant off and follow up with a neurosurgeon. The patient was redirected to their healthcare provider for further assistance. Additional information was received, it was reported that nothing was resolved. The nodes had not moved and nothing looked out of place but they were still having overstimulation. The patient turned off their device, no other actions were taken or suggested.